Event description:
It was reported that during a da vinci assisted surgical procedure, the customer lost power, then recovered the system. Afterwards, the video appeared upside down and the arm movements were reversed. The technical support engineer (tse) instructed the staff to remove the scope, rotate it 180-degrees, perform an instrument clutch on the arm, and then reinstall the scope on the arm. After this troubleshooting, the video orientation and arm movements returned to normal, and the procedure continued. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) instructed the staff to remove the scope, rotate it 180-degrees, perform an instrument clutch on the arm, and then reinstall the scope on the arm. After this troubleshooting, the video orientation and arm movements returned to normal, and the procedure continued. No site visit was conducted.